Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected alarm, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was unknown. Customer was advised to clear alarm, remove battery and monitor the notification light. Notification light did not stopped flashing immediately and alarm was cleared. The device will be returned for analysis.